Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Date of issue is an approximation. It was reported that the patient was feeling funny and the cgm was showing 110 mg/dl. The patient did a finger stick and the blood glucose (bg) reading was 64 mg/dl. The patient proceeded to go to the hospital based on the low finger stick reading and drank a soda on the way there. The patient arrived at the hospital at 11:00pm and was seen by the doctor. A nurse did a finger stick test and the patient's bg was at 90 mg/dl and was stable, then went home. No additional patient or event information is available. Data was provided for evaluation. The reported inaccuracies could not be confirmed because the calibrations were not available for analysis. A root cause could not be determined.